Event description:
Hamilton medical ag received the following incident description: panel hard key are not working

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description: panel hard key are not working.

Event description:
Hamilton medical ag received the following incident description: panel hard key are not working.

Manufacturer narrative:
Investigation is ongoing. Additional information added in follow-up #2 (B)(4). Field updated. The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be an electronic defect on ip key and led board (B)(4). After replacing the ip key and led board (B)(4) the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the electronic defect on the ip key and led board (B)(4) could result in inadequate ventilation support.